Event description:
The service report shows the customer reported that an 840 ventilator stopped cycling while in use on a pt. There was no pt harm or injury reported. The nellcor puritan bennett customer support engineer (cse) verified the vent inop error code in memory. The cse inspected the device and replaced the safety valve. The unit passed extended self testing.